Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
During the pacemaker implantation, the ventricular lead was inserted into the pacemaker port, and the setscrew was tightened. Click sound was confirmed but pacing spikes were not confirmed. The setscrew was unscrewed and the ventricular lead was pulled out from the port. The ventricular lead was then measured by a pacing system analyzer and normal values were obtained. The ventricular lead was re-connected to the pacemaker again. It was confirmed that the connector pin was protruded from the connector block, and then the setscrew was tightened. As the first connection attempt, click sound was confirmed but pacing spikes were not confirmed. According to the physician, it was unable to insert the screwdriver fully into the setscrew cavity. A new pacemaker was implanted instead and the operation was completed.

Event description:
During the pacemaker implantation, the ventricular lead was inserted into the pacemaker port, and the setscrew was tightened. Click sound was confirmed but pacing spikes were not confirmed. The setscrew was unscrewed and the ventricular lead was pulled out from the port. The ventricular lead was then measured by a pacing system analyzer and normal values were obtained. The ventricular lead was re-connected to the pacemaker again. It was confirmed that the connector pin was protruded from the connector block, and then the setscrew was tightened. As the first connection attempt, click sound was confirmed but pacing spikes were not confirmed. According to the physician, it was unable to insert the screwdriver fully into the setscrew cavity. A new pacemaker was implanted instead and the operation was completed.